Manufacturer narrative:
Manufactures investigation conclusion: the pump remains in use supporting the patient and was not available for evaluation. The evaluation of the submitted system controller log file confirmed a pump stop. Based on past experience with the hmii lvas and similar reported events, the hazard alarms and pump stoppage that occurred while the patient was supported by the power module could be indicative of driveline damage. Additionally, the report of silicone jacket damage could not be confirmed through this investigation as there was no product returned. The submitted log file contained approximately 1 day of relevant data from 24mar2019 through 25mar2019. A pump stop was captured on 25mar2019 at 09:04:09 with corresponding low speed and low flow alarms. These events occurred while the patient appeared to be connected to both battery power and the power module (black cable connected to batteries and white cable connected to the power module). The events resolve shortly after at 9:04:13 and the pump continues to function above the low speed limit. Based on previous complaint experience, the captured events appeared consistent with a potential driveline issue. The heartmate ii lvas IFU explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling and outlines all pump parameters. This document additionally outlines all system controller alarms, as well as the appropriate actions associated with them. This IFU also outlines the indications of driveline damage, as well as how to respond to such events. The patient handbook contains a section on ¿caring for the driveline¿, however, all heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur dependent upon length of use and movement/flexing over time. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information reported the patient came to ed after changing his controller at home as noted earlier, however the vad team was unaware that the patient had a history of short to shield, never had a driveline repair, but was on an ungrounded cable at home. The patient was hooked up to the power module with a grounded cable in the ed as well as in the clinic the next morning. This was the source of the pump stops recorded. There were no further pump stops or alarms and the patient remains on ungrounded cable at home and will continue to use ungrounded cable. No other treatments other than use of ungrounded cable and or battery power. The patient is currently stable, was last seen in clinic (B)(6) 2019 as follow up to above situation, however has cancelled last ccf appointment for now.

Manufacturer narrative:
The referenced history of short to shield was reported under MFR. Report # 2916596-2016-00661.

Manufacturer narrative:
Approximate age of device- 5 years. The patient remains ongoing with the lvad device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2014. It was reported that the patient was seen in the emergency department (ed) after changing their system controller at home due to a bent pin in black cord. Upon arrival to the ed, a new backup system controller was provided to the patient. It was observed that the patient had a damage, large tear in silastic of driveline, rescue tape was applied. The patient denied any alarms since the controller changed, however the patient has had 2 low flow alarms this morning and interrogation showed pump stop around 0904 on (B)(6) 2019 while connected to a patient cable while in clinic. Additional information has been requested but not yet provided.